Event description:
It was reported that the pump was not updated after it was programmed. The pt experienced withdrawal. The issue was resolved. The drug infused via the pump was baclofen, dose/conc unk. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).